Manufacturer narrative:
All of the buttons functioned properly; however, the insulin pump had corroded keypad traces. No button error alarm noted. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value was 165 mg/dl. The insulin pump would be replaced and returned for analysis.